Event description:
As reported by the patient, she was implanted with a 23mm sapien transcatheter heart valve approximately 10 weeks ago and she seems to be having an allergic reaction, possibly to the valve. This patient was contacted for additional information by edwards clinical staff. According to the patient, she had a successful transfemoral transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2012. Five days later she was discharged from the hospital. She had been experiencing unusually dry skin but thought this was due to the soap in the hospital. That evening she started developing itching, red welts and then tiny blisters. The rash is on arms (elbow down to fingers), legs, and thinks it has spread to her back. The symptoms still persist 10+ weeks later and they have not diminished despite benadryl (3-4/day) and zyrtec (certirizine) which was prescribed by her dermatologist and a nurse practitioner. She has been to her internist, cardiologist, hematologist, dermatologist as well as the post tavr follow-up visit to her implanting physician. Her local dermatologist did perform a skin biopsy (1 week post tavr) which did not show anything and has recommended that she goes to see a specialist at the university for further evaluation. There has been discussion if there is a component of the valve (tissue or frame) that she might be allergic to. In terms of medication changes, the only change was to her statin which was changed from simvastatin to pravachol during her tavr hospitalization. She is now back on simvastatin and this occurred right after discharge. She has had multiple previous angiogram procedures and had not had a reaction like this before. The patient will follow-up on the recommendations of her dermatologist and see the specialist at the university hospital. She additionally will be going to an allergist. The patient has agreed to follow up with edwards clinical staff in regards to the findings. At this time she does not have an appointment as she needs to arrange for transportation to the university as her husband works and she does not drive. She has been provided the mailing address and phone number and will forward any pertinent information.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per additional information received from the patient on (B)(4) 2012, last week she went to the university (B)(6) dermatology clinic where they did a number of tests, including another biopsy, and ruled out cancer and any auto-immune conditions. The physician started her on a 3 week course of prednisone and believes she has developed an allergy to plavix (clopidogrel). At this point the physician does not believe this to be a reaction to the thv valve. After starting prednisone last thursday, all of her blisters and itches are gone and she is feeling much better. She is going to follow up with her local cardiologist to deal with switching her plavix. If she has any further information, she will contact edwards. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.